Manufacturer narrative:
Date sent to the FDA: 3/15/2016. It was reported that patient underwent mesh revision/removal on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh on (B)(6) 2015 due to dysmenorrhea, menorrhagia and sui on (B)(6) 2015. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an unknown mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent a mesh revision on (B)(6) 2005 due to erosion. On (B)(6) 2013 the patient underwent a mesh removal. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2015 along with concurrent right inguinal herniorrhaphy with bard mesh implant due to direct right inguinal hernia. It was reported that patient underwent a placement of mesh solyx, excision and fulguration of urethral polyp at the bladder neck and cystourethroscopy due to stress urinary incontinence and urethral polyp on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.